Event description:
Pt had levo gtt running. Baxter pump alarmed "upstream occlusion" nurse resolved alarm. Baxter pump showed it was infusing medication, but the pump was not infusing the medication. The patient's maps were dropping in the 40's. Nurse switched pumps immediately. With new pump and medication infusing the patient's maps immediately increased back to normal. FDA safety report ID# (B)(4).